Event description:
Patient scheduled to undergo a complex left partial nephrectomy today using the integra cavitron ultrasonic dissector (cusa). Patient was put to sleep at which time, per our protocol, we then assembled the complex sterile instrumentation on the prepared surgical field. Per protocol, we then went through the instrumentation functionality verification process, and received an error message of a malfunction. (Note: we had a company rep present for clinical support). We changed the sterile handpiece and again went through the verification sequence, and still received the same error message of instrument malfunction. Therefore, rather than compromise the quality of the surgical intervention, which might have resulted in needless total nephrectomy - as opposed to partial nephrectomy, I aborted the procedure and the patient was awakened. No incision was made on the patient. Patient underwent both epidural and general anesthesia. No adverse event occurred in response to anesthesia.